Event description:
I use bd autoshield duo needles for insulin injections. Today, 24th august 2024, I went to use a safety pen needle, found a small fine metal wire protruding from the safety pen needle top. Ref 32960, lot 3311447, manu 2023-12-01, disp 2026-11-30.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to d9 (device availability), h6 (type of investigation, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.